Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded the expected negative results. Retained devices were also tested with low-hcg negative serum standards. The results were read at 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Complaint details indicate that the patient serum sample had an hcg concentration of 5.6 (units not specified). This product is designed to produce consistent positive results at an hcg concentration of 10 miu/ml in serum samples. When testing at sub-threshold concentrations, some positive results may occur. This cannot be ruled out as a cause of the reported issue. Complaints are tracked and trended on a monthly basis. Per the package insert: a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. H3 other text : the customer was unresponsive to attempts to determine whether the product was available for return.

Event description:
The customer reported one false positive result when testing a patient serum sample using the cardinal health hcg combo rapid test. The customer also reported seven false positive results when testing serum controls. Quantitative testing was performed on the patient serum sample by an unspecified method, and the result was 5.6 (units not specified). The customer stated that no patient information will be available. No adverse events were reported.